Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and the patient experienced hemiplegic stroke . Patient suffered a hemiplegic stroke 9 hours after ablation. MRI was positive. Catheter worked without any problems and workflow was adhered to. Act (activated clotting time) was always over 350 sec. The patient suffered from hemiparesis in the left face and arm. The stroke was confirmed by CT (computed tomography) scan to be in the posterior part of the brain (a small infarct). This was a persistent atrial fibrillation patient but treated with pvi (pulmonary vein isolation) only. No anatomical abnormalities or anything strange noted during the procedure. The procedure was reported to be a very simple, straightforward one. The patient received a transseptal puncture guided by toe (transesophageal echocardiogram). Puncture was done with a fixed sheath, cardiaguide, and then exchanged to vizigo. The medical team only used the varipulse for the entire procedure. Before going left, they checked the laa (left atrial appendage) for thrombus and once cleared out, they did a cardioversion to report patient in sinus. Act was >350. Contrarily on what was reported at the beginning from the local team, the physician said that the oac (oral anticoagulant) regime was followed. The patient had face drooping 9 hours after the procedure. MRI diagnosed a stroke. It was reported that the patient recovered because the stroke was small, however it was also reported that the patient's symptoms did not resolve. The patient improved but still had facial and left hand sensibility disturbances. The patient was also transported to another hospital for deeper, intensive diagnostics. The procedure was for persistent atrial fibrillation and the ablation locations were pvi (pulmonary vein isolation). The patient was cardioverted prior to ablation and the rhythm while ablating was sinus. There were no patient anatomical abnormalities. The whole map and ablation was done with one varipulse catheter, there were no replacements and no hf mapping catheters. There were no intracardiac excessive microbubbles or impedance errors noted during the case. No evidence of char/ thrombus / clot during the procedure. The physician does not believe that it was due to the product. The physician says this event is due to poor patient management post-op as they forgot to give post procedure anticoagulants. According to the physician, post management was not ok - anticoagulation was not given properly afterwards. However, another ep (electrophysiologist) that was present during the procedure (but not the one doing the procedure) said they administered anticoagulants after the procedure as usual. It was reported that the patient received his oral anticoagulant medication 12 hours after the procedure.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31399493l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade, or entanglement which may lead to valvular damage. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-mar-2025, bwi received additional information indicating that the patient got his/her brain/skull-mrt at university hospital ulm. Any additional intervention/diagnostic procedures aren't known. The last known patient status is that the patient 'feels good' and did not worsen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).